Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The balance middleweight guide wire referenced is filed under a separate medwatch report number.

Event description:
It was reported that a stent was deployed and post-dilatation was performed with the nc trek 2.5 x 8 mm balloon catheter. Following post-dilatation, the balloon catheter could not be removed from the balance middleweight guide wire. Both the guide wire and balloon were removed simultaneously, as a unit. The procedure was then concluded. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficulty removing the guide wire was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.